Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on unk date after the use of the product.

Manufacturer narrative:
Updated to include the additional information for the reported event. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00051 and 1225714-2014-00052.

Event description:
The additional information received noted that the patient experienced a sudden cardiac event and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00051 and 1225714-2014-00052.